Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and undersensing on the atrial channel. Flouroscopy was performed and the lead appeared to be appropriately in the atrium. A revision procedure was performed and the atrial lead was removed from service and replaced. No additional adverse patient effects were reported.